Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
Report source 'health professional' should have been reported earlier.

Manufacturer narrative:
Additional information reveals that the device was explanted and replaced. Report type: updated to serious injury, which was earlier reported as malfunction adverse event checked based on new information. Required intervention to prevent permanent impairment/damage (devices) checked. Date of explant updated. Type of reportable event updated to serious, which was earlier reported as malfunction. Correction: foreign checked, which was not reported earlier.

Event description:
New information available on (B)(6) 2017 reveals that, the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2017. The patient was stable during and post procedure.

Event description:
It was reported that the patient presented remotely via an alert on merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited premature battery depletion. It was further noted that the patient was not dependent on the pacemaker and did not receive any therapy from the device. Device replacement has been suggested. The patient was stable.